Manufacturer narrative:
Visual analysis of the returned device identified creases fold and opening curved. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a smooth opening on radius, a sharp opening on radius, and stress marks. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a smooth opening on radius assessed as smooth opening, and a sharp opening on radius assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.